Event description:
According to the reporter, intra-operatively in a laparoscopic hepatectomy, the user was able to press the green button and squeeze that handle but experienced difficulty firing the device. There was also a broken component and poor staple formation. The surgery time was extended by more than 30 minutes because a new device was needed to complete the case and it was outside of the surgery room. The patient is alive with no injury.